Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of death was unknown. It was reported that the patient was hospitalized for an unrelated condition prior to the time of death. Physioneal therapies were ongoing until the time of death. It was unknown if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An updated birthdate for the patient was reported by a health care professional. Should additional relevant information become available, a supplemental report will be submitted.